Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and transvenous implantable lead exhibited an out of range shock impedance measurement. A max energy shock was delivered and the impedance was normal. Guidant received additional information that the patient reported to a follow-up appointment and the shock impedance was high.